Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had a issue while transporting patient the entire console turned off, screen went off, therapy stopped. Attempted to reset wouldn't get pass initial loading screen on console. Back to ICU to troubleshoot able to restart the pump after plugging the console into a ac power. Replacement pump brought to finish transport of patient. No patient harm. A getinge field service engineer was able to confirm device shut down during use and error codes 112, 115, 118, 101, 111 were found in the logs. With a little movement to the monitoring cable connected to the pump unit would shut off. Replaced monitoring cable connection cable to backplane board, as well as the executive processor board verified unit meets factory specifications and returned to service.the defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received executive processor board ,coil cable ,coil cable to backplane bd. Cable, touchscreen assembly for evaluation. The executive processor board observed with no visual damage. The failure analysis and testing dept. Installed the executive processor board serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the executive processor board to factory specifications per procedure number 0002-07-d016 revision d and the cardiosave service manual part number 0070-00-0639 revision q. The error log indicated codes 111,112,115 and 118 "shut down error codes". The fat dept. Loaded b14 software for testing purposes and could not duplicate and error codes. See the attached file for reference. Executive processor board will be held to the fat dept. Per procedure number 0002-07-d008 revision al. The failure analysis and testing dept. Installed the coil cable p/n 00012-00-1801 into the cardiosave test fixture serial number (B)(6) and tested the coil cable to factory specifications per the cardiosave service manual part number 0070-00-0639 revision q.the fat dept. Tested the cable and could not duplicate the error. Retaining the coil cable in the fat dept. Per procedure 0002-07-d008 rev al. The failure analysis and testing dept. Installed the coil cable to backplane bd. Cable p/n 00012-00-1796 into the cardiosave test fixture serial number (B)(6) and tested the coil cable to backplane bd. Cable to factory specifications per the cardiosave service manual part number 0070-00-0639 revision q.the fat dept. Tested the coil cable to backplane bd. Cable and could not duplicate the error. Retaining the coil cable to backplane bd. Cable in the fat dept. Per procedure 0002-07-d008 rev al.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. The touchscreen assembly part number 0160-00-0123 serial number (B)(6) was observed per the cardiosave service manual part number 0070-00-0639 revision q with visual damage. The failure analysis and testing dept. Could not install the touchscreen assembly into the cardiosave test fixture serial number (B)(6) and test the touchscreen assembly to factory specifications per procedure number 0002-07-d016 revision d and the cardiosave service manual part number 0070-00-0639 revision q. No testing could be performed due to physical damage ( see the attached files for reference". Touchscreen assembly will be held in the fat dept. Per procedure number 0002-07-d008 revision al.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during transport while connected to patient, the cardiosave intra-aortic balloon pump (iabp) entire console turned off, screen went off, therapy stopped. Attempted to reset wouldn't get pass initial loading screen on console. Back to ICU to troubleshoot able to restart the pump after plugging the console into a c power. Replacement pump brought to finish transport of patient. No patient harm.